Event description:
It was reported that the patient underwent an unspecified cervical fusion procedure using rhbmp-2/acs on an unknown date. Post-operatively, patient sustained unspecified injuries. The patient also reported that the product was used in her neck. No additional information has been provided at this time. The patient reported "I had this surgery and ... It has ruined my life"

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.